Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, a ventilator inoperative error code related to motor failure was observed. Additionally, during the initial evaluation of the device at the manufacturer's service center, the handle was found to be cracked and there were missing/displaced rubber feet. During further evaluation of the device at the manufacturer's service center, there were no significant events found in the error log. The device passed all testing. Additionally, during further evaluation of the device at the manufacturer's service center, the handle was confirmed to be cracked and was replaced. Also, the missing/displaced rubber feet was confirmed and replaced.

Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the initial evaluation of the device at the manufacturer's service center, a ventilator inoperative error code related to motor failure was observed. Additionally, during the initial evaluation of the device at the manufacturer's service center, the handle was found to be cracked and there were missing/displaced rubber feet. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.